Event description:
It was reported that the NIM Console had showing the patient interface fault detected error message. There was no patient impact.

Manufacturer narrative:
H3: Product Analysis for Patient Interface confirmed the reported issue and found that the error message comes up when either connecting wirelessly or via cable. The Main PCB failure and electrode jacks are loose. H6: Codes B01, C0201, C070603, D1102, G02005 and G04034 has been updated for NIM Patient Interface. Continuation of D10: Section D information references the main component of the system. Other relevant device(s) are: Product Id: NIM4CM01, Serial/Lot#: (b)(6), UDI#: (b)(4), H3: Product Analysis for NIM Console observed no fault found. H6: Codes B01, C19, D20 and G02030 has been updated for NIM Console. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.